Manufacturer narrative:
Qn#(B)(4). The customer provided a photo of part of a lidstock. Complaint verification testing could not be performed as no sample was returned for analysis and visual inspection of the provided photo could not confirm the separated swg issue. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guidewire sheared during insertion. No retained fragment of device in patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guidewire sheared during insertion. No retained fragment of device in patient.